Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings: the pump powered on normally with functional auditory and vibratory features. The display was found to be fully functional. There was no damage found to the battery compartment. Moisture contamination was observed on the underside of the battery cap. The battery cap was able to tighten securely to the pump. Power loss was not duplicated during investigation. The pump cover was removed, and evidence of moisture contamination was observed on the force sensor housing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.